Manufacturer narrative:
Unable to verify bolus anomaly due to corrupted history file. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All programmed boluses and basal profiles delivered and recorded properly during analysis. No daily total, basal or bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump over-delivered insulin. Customer programmed 1.0 units and was given 10.0 units. Customer woke up with a 25 mg/dl blood glucose reading. Customer treated with juice and candy. The current blood glucose reading is 162 mg/dl. The insulin pump will be replaced. Nothing further reported.